Event description:
On (B)(6) 2014, the patient reported uncontrolled anxiety following the last refill which was on (B)(6) 2014; the patient also reported sedation that started on (B)(6) 2014. On (B)(6) 2014, the patient was given klonopin 0.25 mg. On (B)(6) 2014, the pump rate was decreased (B)(6). It was noted that the patient also had a uti (urinary tract infection) which may have contributed to the sedation. On (B)(6) 2014, the patient was given antibiotics. The patient was seen in the ER (emergency room) and hospitalized for the event. Per the reporter, the event was not related to the pump. The clinical diagnosis was ¿intrathecal medication side effects¿. The severity of the event was noted to be ¿mild¿. The outcome was reported as ¿resolved without sequela¿ as of (B)(6) 2014. The device system was delivering dilaudid, clonidine, bupivacaine, and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).